Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, while operating on battery power the device audibly alarmed for 2 minutes and turned off instead of the intended 3 minutes. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.